Event description:
Report received from (B)(6) that the"locking mechanism is damaged". The device was not used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "locking mechanism damaged" was confirmed. During the pre-repair diagnostic assessment the device was found to have the motor exhibiting damage to the locking mechanism. If additional information is received, a supplemental report will be sent. (B)(4).